Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patient's right eye (od) in 2002. The lens was explanted on (B)(6) 2013, due to the development of an anterior subcapsular cataract. The cataract was removed and an iol was implanted.

Manufacturer narrative:
Date of birth - unk pt weight: unk date of event: unk expiration date - unk implant date: unk (B)(4). Device evaluated by manufacturer? No: lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. Review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).